Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunction were found during inspection: the universal cord malfunction caused the image to have green screen. When the insertion section was only connected to the defogging function wire, the e104 malfunction persisted. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the electronical component. And component failure of the defogging function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited an abnormal color image. The issue was found during set up / inspection for use .there were no reports of patient harm.